Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, detached exhaust tubing/connector, and detached inlet tubing/connector were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. This is a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the detached exhaust tubing/connector. No functional abnormalities were noted with the detached inlet tubing/connector. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the exhaust tube of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. The information received indicated the device had tubing leakage, but because no functional abnormalities were noted besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information this inflatable penile prosthesis was revised due to tubing leakage.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.